Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, sofradim. Therefore, no investigation will be required by bard. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient had experienced pain, suffering, disability, impairment. As per additional information received via medical records. On (B)(6) 2024, the patient had experienced pain, scarring, dyspareunia, cystocele, rectocele, recurrent vaginal pain, urinary incontinence, uterine prolapse, vaginal vault prolapse, vaginal twinges, erythema, tenderness, gas and bloating, black spots consistent with skin hemangiomas and required additional surgical and non-surgical treatments.